Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Reliability laboratory technician - (B)(4) reliability laboratory - failure (event) observed during analysis found inside-out abrasion at 12cm to 16.2cm from the helix end; the rv cables were exposed. However, the rv cables etfe insulations were not abraded or damaged.

Event description:
This report is to advise of an event observed during analysis.